Manufacturer narrative:
Unit passed displacement test, self test, active current measurement, and sleep current measurement. No failed battery alerts or power anomalies noted during testing however, power graph generated by adapt program shows unexpected battery power loss at different time periods. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert prior to the replace battery alert and failed battery alarm. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.